Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor would not flow. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with no fluid in the bladder. The luer was not closed, which allowed the fluid to empty into the bag containing the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed by filling the device with 5% dextrose solution, and the flow rate of the device was found to be within product specification. Continuous flow was observed during the functional flow rate test. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.